Event description:
The patient was in for a routine follow up appointment when the migration and endoleak were noted. There was a type I and a type ii endoleak noted. It was reported that the migration was caused by a type ii endoleak causing sac enlargement and resulting in a proximal type I endoleak. The cause of the event is disease progression. The patient will be treated in the future.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm diameter was reported to be 4 cm, the vessel tortuosity was moderate, the vessel calcification was mild, the vessel diameter of the aortic neck was 28 mm, and the aortic neck angulation was 40 degrees. It was reported that twelve years post index procedure that a CT showed distal migration of 2615165. It showed a 3 cm migration from the renal arteries. There was no reported intervention or action taken. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration. Lack of information, cause is unknown. Conclusion: stent graft migration. Lack of information, cause is unknown.

Manufacturer narrative:
(B)(4). Results, conclusion: endoleak. Disease progression, type ii endoleak.